Manufacturer narrative:
The device was returned for inspection. Based on the results from the investigation, the cause of the reported malfunction is likely due to a defective light emitting diode (led) module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the evaluation of the video system center had lighting output problem. There is no patient involvement.